Event description:
A physician reported a pt who was skin tested in the forearm on 13 august 1999. On 15 august 1999 the pt developed non-local symptoms of weakness and hypotension which resolved on 16 august 1999. The pt was treated with calcium and tavegil systemically on 15 august 1999 which was effective. The physician diagnosed: "delayed anaphylactoid reaction 3 days following test injection without any local symptoms". The systemic symptoms were probably product related according to the physician.